Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of resected appendix on a laparoscopic appendectomy, the bag tore and the specimen fell into the patient¿s cavity. Another device was used to retrieve and remove the specimen. There was no patient injury.